Manufacturer narrative:
(B)(4). This report for a system error (se) 2267 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2267 alarm which occurred on the homechoice (hc) during fill 6 of 7. The technical service representative (tsr) assisted the hp to clear the error and advised se 2267 indicates a mixture of air and fluid entered the set up. The hp confirmed there were no signs of leaks. The tsr advised the hp to inform the nurse of the incident. The tsr reviewed proper procedures per user manual with the hp. There was no patient injury or medical intervention reported.